Event description:
Report received from (B)(6) stating that the device was "frozen". The device was not being used during surgery. The occurrence date is unknown. It is unknown if ther was patient/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4).  The device was evaluated and the reported condition could not be confirmed; no problems were found with the device. If additional information is received, a supplemental MDR will be sent. (B)(4).